Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricle (rv) lead exhibited oversensing with no pacing inhibition observed. Normal impedance and threshold measurements were noted. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.